Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the cartridge was leaking. Additionally, it was reported that the pump time was inaccurate. Customer's blood glucose level was 400 mg/dl. Reportedly, the customer was able to successfully load a new cartridge to address the issue.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.